Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized and was treated with an injection of ceftazidime (ip, 1gm, twice daily) and an injection of vancomycin (ip, 1gm, weekly and continuing). On an unreported date, the patient experience chronic urinary tract infection (uti) which was determined to be the cause of peritonitis. It was reported that "use of different hands during the exchange" could also be a contributing factor to the onset of peritonitis. At the time of this report, the patient was still in the hospital. The patient outcome was unknown. No additional information is available.